Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss between the dexcom g7 sensor and the ilet, while the dexcom app continued to function and the ilet displayed glucose values during the call. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to therapy, no hospitalization, and stable blood glucose. Investigation included troubleshooting and user education focused on bluetooth pairing and connection integrity. Investigation of this case revealed intermittent cgm-to-pump communication loss without evidence of hardware failure, with functionality restored during the session. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue related to environmental or pairing factors.